Event description:
The account generated a false positive architect total bhcg result on a patient specimen that repeated negative. No specific patient results were provided. The false positive architect total bhcg was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). After the field service representative (fsr) performed inter-sample contamination analysis, he confirmed contamination was being observed. He soaked the wash zone probes in bleach. The fsr proceeded to wash the probes in distilled water. After replacement of the sample probe, no improvement of the inter-sample contamination was observed. On the second day, the fsr replaced the reagent 1 probe. No cross contamination was observed after the replacement of the reagent 1 probe. The customer was using 0.5% sodium hypochlorite and di water to create his bleaching solution. The customer does not process rubella igg, cmv igg, or igm on pregnant women. If he processes anything with b-hcg, he would process progesterone along with b-hcg on pregnant patients. The laboratory did not add any retest rules to the b-hcg assay. Some high concentration samples would be selected directly for automatic 1:15 dilution. No adverse trends were identified related to this issue in the (B)(6) 2011 ((B)(4) 2010 data) metrics. This complaint for the elevated/false positive bhcg results was originally closed with a work done code of deficiency action taken, but based upon the data currently available, no deficiency has been identified for the architect i2000 and i2000sr instruments.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). A review of the documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified; possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.